Event description:
10 mm cold snare used to remove a polyp mid-colonoscopy was opened inside of patient. Piece of metal broke off of snare in patients sigmoid colon. Small piece of metal removed with suction via endoscope. No harm to patient, item removed and incident report sent to boston scientific. This is the 5th event with this device we have reported to the FDA: (B)(4).